Event description:
Additional information was received. Acetaminophen was administered on (B)(6) 2015. Zofran was administered on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included malignant pain. It was reported that on (B)(6) 2015, diagnostics included the patient reported a positional headache 6 days post pump implant. The programming date from the most recent refill prior to the event was on (B)(6) 2015. Interventions included administering the medication fioricet on (B)(6) 2015; and medical or non-surgical therapy of giving caffeine fluids on (B)(6) 2015. The etiology was reported as not related to the device or therapy; related to the implant procedure: surgery/anesthesia. The outcome was ongoing. The pump medications were not specified. If additional information is received, a follow-up report will be sent. Additional information was received from a healthcare provider (hcp) via a clinical study. A epidural blood patch was performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.